Event description:
Device malfunction: unk. Symptoms/ae: vessel oozing. Time of symptoms/ae: post vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician held the knot pusher still for some time then "pushing, prodding and poking up and down with the knot pusher", the knot locked. Post vessel closure oozing occurred and a pressure bandage was applied to treat the oozing that had increased slightly. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.